Manufacturer narrative:
Correction to h6. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was unable to be confirmed as no relevant imagery/medical report were provided. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, '23 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia, the patient is being further evaluated for aggressive anticoagulation or possible explant due to high velocities and high gradients.' It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. Due to limited information provided, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from by the field clinical specialist (fcs), approximately 6 months, 23 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia, the patient is being further evaluated for aggressive anticoagulation or possible explant due to high velocities and high gradients. The current velocity is 4.67 with a mean gradient of mg 48.

Manufacturer narrative:
Investigation is still ongoing.